Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Upon battery installation, unit gave an unexpected flashing medtronic logo. After multiple attempts to download, medtronic logo persisted. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of fluids corroded electronic assemblies and vibrator harness board leading to constant flashing medtronic logo. Unit also received with the following cosmetic damages: corroded battery tube, scratched case, cracked lcd window, cracked case, battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage, and reservoir tube cracked. In conclusion unit received with unexpected flashing medtronic logo due to corroded electronic assembly. Customer concern for damaged keypad ana battery tube case was confirmed when keypad overlay texture damage, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and battery tube threads - cracked were noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment and crack on the pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1886 was requested and it was returned for analysis.